Manufacturer narrative:
E1: facility name (complete): (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the auxiliary water tube was dirty in the colonovideoscope. The issue was found during service/maintenance. There were no reports of patient involvement.